Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to a worn articular surface. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: a1, a2, a3, b4, b5, d1, d2b, g1, g3, g6, h1, h2, h6, and h11.

Event description:
It was reported that a patient was revised due to instability and a worn articular surface. Attempts to obtain additional information have been made; however, no more is available.